Event description:
It was reported that customer experienced cgm error 42 with g6 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through complete pump reset, and after reset pump did not display cgm error again, with no additional actions documented.